Event description:
The customer contact reported that the device alarmed with s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept from the central sterilization dept for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed s233 malfunction alarm code. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.